Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. As received, the electrode belt was found to have gel leaking from both rear therapy electrode pads. The cause of the leaking gel was heavy creasing of the therapy pads. The root cause of the heavy creasing cannot be positively identified, but was likely due to excessive force. The electrode belt also had broken wires in the distribution node. The "add gel" alarms experienced by the patient were caused by a broken gel-fire line (yellow wire) in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted lifecor customer support to report that he was receiving "add gel/replace belt" messages. The pt was provided with a replacement electrode belt.